Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump displayed no disposable alarm. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed a ¿no disposable¿ alarm. The patient was uncomfortable performing troubleshooting steps, and the pump was powered off. An audible double beep was observed. The medication 5-fu (5-fluorouracil) was being infused at a rate of 2.2 ml per hour. The remaining volume was 11.2 ml, and the volume delivered was 89.8 ml. The event occurred during infusion, and no patient harm was reported.